Event description:
It was reported that right ventricular (rv) lead pin did not have the blue visible marker band showing in the device header and was not fully inserted into the device header. Interrogation prior to opening pocket showed lead noise and high short v-v intervals. The rv lead pin was re-inserted fully into the device header and the lead tested normal. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).